Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit was issued to resolve the issue.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. Review of the log files confirmed an occurrence of an error 5 on (B)(6) 2020. Evaluation of the compact flash in terminal per procedure (B)(4) revealed incorrect operating speed setting which is associated with error 5. Based on the information provided and the investigation performed, the cause of the reported event was determined to be incorrect speed setting on the compact flash.